Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:01 pm CT. The report number is being corrected from: 2124215-2018-62651 to: 2124215-2018-62114.

Event description:
Additional information was received that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal and distal segments of the lead were returned for analysis. Visual inspection also noted that the lead insulation was damaged by the laser extraction, and the conductor coils were stretched. Resistance tests were completed to assess electrical performance and inner insulation integrity of both segments, and the measurements throughout these tests were within normal limits. Visual inspection showed a layer of calcification was built up on the lead tip. Analysis determined that these calcium deposits likely contributed to the observations of high out of range pacing impedances.

Event description:
This supplemental report was filed with analysis details.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had recently reached explant indicator, and they planned to revise the whole system as both the right ventricular (rv) and right atrial (ra) leads had observations of high out of range pacing impedances greater than 2500 ohms. The system remains in-service. No additional adverse patient effects were reported.